Event description:
Caller tested 1.5 inr on coaguchek xs system 1 and 2.2 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20181124, expiration date 10/31/2011). Reference medwatch report (B)(4) for the suspect device used in system 2.